Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had 3 no delivery alarms on the insulin pump. Customer verified that they had problems with their infusion sets. Customer stated that they would call back.